Event description:
It was reported the customer experienced high blood glucose. Customer over-treated for their high blood glucose, causing a low blood glucose adverse event. Customer's blood glucose was 23 mg/dl. The customer stated the paramedics were called to treat their low blood glucose. Customer was treated with glucose tablets. The customer also believed their insulin pump has malfunction and was afraid to treat for their high blood glucose. The customer's blood glucose was 436 mg/dl at the time of the call. Customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.